Event description:
It was reported that the shock impedance measurements have been greater than 200 ohms for almost a year. The change in shock impedance measurements were abrupt and have been stable and out of range since that time. A revision procedure was performed where the epicardial patch was explanted and a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).